Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified during drain cycle 3. The patient's ultrafiltration (uf) reading was 2211 ml, indicating the home patient (hp) drained 2211 ml more than the largest prescribed fill volume of 2000 ml. This meant the total drain volume was approximately 4211 ml, which meets the iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through event history log review. The cause was false empty detect and use error, inappropriate bypass of the caution: negative uf alarm. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.